Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of log files associated with the event revealed normal pump parameters and no alarms logged around the event date. On-site inspection of the driveline cable revealed damage to the outer sheath near the exit site, thus confirming the reported event. A driveline sheath repair was not performed since the exit site damage is outside the scope of this procedure. Of note, it was stated that the suture used to anchor the exit site caused the damage to the outer sheath. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported damage may be attributed to the suture used to anchor the exit site as mentioned in the event details. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the outer sheath of the driveline at the exit site. It was further reported that the suture that was used to anchor the driveline broke and caused damage to the driveline sheath. The damage was assessed and it was not recommended to apply rescue tape to the damage portion of the driveline due to the close proximity to the exit site. No action was required. It still remains in use and no patient complications have been reported as a result of this event.